Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(fundus of uterus)") and genital haemorrhage ("persistent bleeding / abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (((B)(6) 1983)), caesarean section, herniated disc in 1999, low back pain, lumbar disc disease, dysfunctional uterine bleeding, menstrual cramps, back surgery, ovarian cyst, bladder discomfort, urinary frequency, menarche, polyneuropathy, attention deficit disorder, spinal column stenosis, chronic kidney disease, reflux esophagitis, carpal tunnel syndrome in 2013 and hand operation in 1993. She denied alcohol use. Concurrent conditions included overweight, heavy periods, chills, cramp in lower abdomen, hypermenorrhea, dysmenorrhoea, smoker, menometrorrhagia, dryness vaginal, bladder pain, uterine bleeding, endometrial polyp and postmenopausal bleeding. Concomitant products included medroxyprogesterone (depo provera) for irregular periods as well as lisdexamfetamine mesilate (vyvanse), meloxicam, oxycocet (percocet), oxycodone hydrochloride (oxycontin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2017, 7 years 6 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs mr- trailing coils count on the left was 12, trailing coils count on the right was 4. She really didn't tolerate that procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (B)(6) 2009 : xc salpingogram : findings: hysterosalpingography was performed by the referring physician. The endometrial cavity appears unremarkable in size, shape and contotre. There are bilateral essure micro-inserts in place. No evidence of fallopian tube opacification or intraperitoneal contrast spill is seen. L5-s1 disc prostheses are noted. Conclusion: bilateral essure micro-inserts. No fallopian tube opacification or intraperitoneal contrast spill. L5-s1 disc prostheses. (B)(6) 2015 : gyn report : impression: 6 mm calcification seen possible with in endometrium. Left ovarian cyst 1.6 cm simple. Right ovary not visualized. (B)(6) 2016 : gyn report : impression: uterus and ovaries appear normal. 5 mm calcification seen within endometrium. No free fluid seen. (B)(6) 2017 : urine hcg pregnancy : negative (B)(6) 2017 : surgical pathology report : final diagnosis: endometrial curettings, endocervical urettings, left side essure coil, left fallopian tube, left varian biopsy and right side essure coil and rightfallopian tubegross description: ¿left side essure coil¿- andconsists of a mostly unwound wire metallic coilmeasuring 13 cm in length x less than 0.1 cm indiameter.¿left fallopian tube¿- consists of a fimbriated segmentof fallopian tube measuring 5 x 0.7 x 0.7 cm.the external and the cut surface are unremarkable.representative sections are submitted in threecassettes. "Right side essure coil and right fallopian tube", andconsists of an nonfimbriated segment of probablyfallopian tube measuring 4.5 x 0.5 x. 0.3 cm. One ofthe tips of the probable fallopian tube has inserted asegment of unwound coil wire measuring 2 cm inlength x less than 0.1 cm in diameter. Also in thesame container there is a coil wire segmentmeasuring 1 cm in length x 0.3 cm in diameter andtwo cystic cavities measuring 0.5 x 0.6 cm indiameter respectively. Representative sections are submitted in three cassettes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events - "dyspareunia (painful sexual intercourse), perforation(fundus of uterus), weight gain, abdomen pain(several times a month; lasting a few days, achy but sometimes sharp pain)/ abdominal pain, back pain (several times a month; lasting a few days achy but sometimes sharp pain)", reporter, lot number, historical condition, concomittant drug added from pfs. Historical condition, concomittant condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(fundus of uterus)") and genital haemorrhage ("persistent bleeding / abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (((B)(6) 1983)), caesarean section, herniated disc in 1999, low back pain, lumbar disc disease, dysfunctional uterine bleeding, menstrual cramps, back surgery, ovarian cyst, bladder discomfort, urinary frequency, menarche, polyneuropathy, attention deficit disorder, spinal column stenosis, chronic kidney disease, reflux esophagitis, carpal tunnel syndrome in 2013 and hand operation in 1993. She denied alcohol use. Concurrent conditions included overweight, heavy periods, chills, cramp in lower abdomen, hypermenorrhea, dysmenorrhoea, smoker, menometrorrhagia, dryness vaginal, bladder pain, uterine bleeding, endometrial polyp and postmenopausal bleeding. Concomitant products included medroxyprogesterone (depo provera) for irregular periods as well as lisdexamfetamine mesilate (vyvanse), meloxicam, oxycocet (percocet), oxycodone hydrochloride (oxycontin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2017, 7 years 6 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs mr- trailing coils count on the left was 12, trailing coils count on the right was 4. She really didn't tolerate that procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . (B)(6) 2009 : xc salpingogram : findings: hysterosalpingography was performed by the referring physician. The endometrial cavity appears unremarkable in size, shape and contotre. There are bilateral essure micro-inserts in place. No evidence of fallopian tube opacification or intraperitoneal contrast spill is seen. L5-s1 disc prostheses are noted. Conclusion: bilateral essure micro-inserts. No fallopian tube opacification or intraperitoneal contrast spill. L5-s1 disc prostheses. (B)(6) 2015 : gyn report : impression: 6 mm calcification seen possible with in endometrium. Left ovarian cyst 1.6 cm simple. Right ovary not visualized. (B)(6) 2016 : gyn report : impression: uterus and ovaries appear normal. 5 mm calcification seen within endometrium. No free fluid seen. (B)(6) 2017 : urine hcg pregnancy : negative (B)(6) 2017 : surgical pathology report : final diagnosis: endometrial curettings, endocervical urettings, left side essure coil, left fallopian tube, left varian biopsy and right side essure coil and rightfallopian tubegross description: ¿left side essure coil¿- andconsists of a mostly unwound wire metallic coilmeasuring 13 cm in length x less than 0.1 cm indiameter.¿left fallopian tube¿- consists of a fimbriated segmentof fallopian tube measuring 5 x 0.7 x 0.7 cm.the external and the cut surface are unremarkable.representative sections are submitted in threecassettes. "Right side essure coil and right fallopian tube", andconsists of an nonfimbriated segment of probablyfallopian tube measuring 4.5 x 0.5 x. 0.3 cm. One ofthe tips of the probable fallopian tube has inserted asegment of unwound coil wire measuring 2 cm inlength x less than 0.1 cm in diameter. Also in thesame container there is a coil wire segmentmeasuring 1 cm in length x 0.3 cm in diameter andtwo cystic cavities measuring 0.5 x 0.6 cm indiameter respectively. Representative sections are submitted in three cassettes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jan-2018: quality-safety evaluation of product technical complaint. Update of ptc global number, entry of FDA codes, addition of batch number dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(fundus of uterus)"), back pain ("back pain (several times a month; lasting a few days achy but sometimes sharp pain)") and genital haemorrhage ("persistent bleeding / abnormal bleeding") in a 45-year-old female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (((B)(6) 1983)), caesarean section, herniated disc in 1999, low back pain, lumbar disc disease, dysfunctional uterine bleeding, menstrual cramps, back surgery, ovarian cyst, bladder discomfort, urinary frequency, menarche, polyneuropathy, attention deficit disorder, spinal column stenosis, chronic kidney disease, reflux esophagitis, carpal tunnel syndrome in 2013 and hand operation in 1993. She denied alcohol use. Concurrent conditions included overweight, heavy periods, chills, cramp in lower abdomen, hypermenorrhea, dysmenorrhoea, smoker, menometrorrhagia, dryness vaginal, bladder pain, uterine bleeding, endometrial polyp and postmenopausal bleeding. Concomitant products included medroxyprogesterone (depo provera) for irregular periods as well as lisdexamfetamine mesilate (vyvanse), meloxicam, oxycocet (percocet), oxycodone hydrochloride (oxycontin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2017, 7 years 6 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent bilateral salpingectomy.), surgery (back surgery) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, back pain, genital haemorrhage, dyspareunia and weight increased outcome was unknown. The reporter considered back pain, dyspareunia, genital haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: current weight: 150 lbs mr- trailing coils count on the left was 12, trailing coils count on the right was 4. She really didn't tolerate that procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (B)(6) 2009 : xc salpingogram : findings: hysterosalpingography was performed by the referring physician. The endometrial cavity appears unremarkable in size, shape and contour. There are bilateral essure micro-inserts in place. No evidence of fallopian tube opacification or intraperitoneal contrast spill is seen. L5-s1 disc prostheses are noted. Conclusion: bilateral essure micro-inserts. No fallopian tube opacification or intraperitoneal contrast spill. L5-s1 disc prostheses. (B)(6) 2015 : gyn report : impression: 6 mm calcification seen possible with in endometrium. Left ovarian cyst 1.6 cm simple. Right ovary not visualized. (B)(6) 2016 : gyn report : impression: uterus and ovaries appear normal. 5 mm calcification seen within endometrium. No free fluid seen. (B)(6) 2017 : urine hcg pregnancy : negative (B)(6) 2017 : surgical pathology report : final diagnosis: endometrial curettings, endocervical urettings, left side essure coil, left fallopian tube, left varian biopsy and right side essure coil and right fallopian tube gross description: ¿left side essure coil¿- and consists of a mostly unwound wire metallic coil measuring 13 cm in length x less than 0.1 cm in diameter.¿left fallopian tube¿- consists of a fimbriated segment of fallopian tube measuring 5 x 0.7 x 0.7 cm. The external and the cut surface are unremarkable. Representative sections are submitted in three cassettes. "Right side essure coil and right fallopian tube", and consists of an nonfimbriated segment of probably fallopian tube measuring 4.5 x 0.5 x. 0.3 cm. One of the tips of the probable fallopian tube has inserted a segment of unwound coil wire measuring 2 cm in length x less than 0.1 cm in diameter. Also in the same container there is a coil wire segment measuring 1 cm in length x 0.3 cm in diameter and two cystic cavities measuring 0.5 x 0.6 cm in diameter respectively. Representative sections are submitted in three cassettes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2018: plaintiff fact sheet received: event back pain updated as an event and seriousness criteria updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.